Event description:
It was reported that while preparing for an ureteroscopy procedure, the stone retrieval basket failed to open or close. A basket zero tip knot 2.4x4x120 had been selected to treat stones in an unspecified location. While preparing the device , it was noticed that the device would not open or close. The procedure was completed with another of the same device. There were no patient complications reported with the patient's condition listed as "fine" following the procedure.